Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that the delivery device was returned with the seal and the tension spring assembly inside the loading device. The delivery tube was inside the loading device also. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the seal did not load properly into the delivery tube; and the reported failure is confirmed. A lot history record review was completed for the device. There was no nonconformance which could have attributed to this failure mode. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal failed to open when deployed. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.